Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a pocket erosion and evidence of infection. The device was explanted and replaced due to normal battery depletion, and the patient was stable with no consequences.